Manufacturer narrative:
Product ID 3387s-40, lot# va035yf, implanted: 2012 (B)(6); product type lead product ID 3387s-40, lot# v863381, implanted: 2012 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect and impedance readings of greater than 4,000 ohms. Therapy had never been great for the patient but they had been working on it and making changes. Therapy was decent but they were working on jaw tremor and sometimes a speech tightening. The patient was programmed on 2-3+ and 8+11-, 4.4v, 90us, and 180hz. Stimulation was increased but they then moved to using 2-3+ and 9+11- due to not getting the results needed. The week prior to the date of this report c/0, c/1, and 0/1 were noted to be high. Impedance values checked on the date of this report were as follows: c/0-2064, c/1-3434, c/2-1434, c/3-1400s, 0/1-4633, 1/3-4313 and 2/3-2221. With the patient¿s chin to their chest impedance values were: c/0-2070, c/1-3434, c/2-1400s, c/3-1400s, 0/1-4662, 0/2-3064, 0/3-3196, 1/2-3868, 1/3-4313, and 2/3-2221. When the patient was turning their head away from the implantable neurostimulator (ins) impedance values were: c/0-2076, c/1-3434, c/2-1400s, c/3-1400s, 0/1-4662, 0/2-3064, 0/3 -3196, 1/2-3868, 1/3-4313, and 2/3-2214. Impedance values from 4 months prior to the date of this report ranged from 1000-2000 but were now elevated and moving around. There was no burning or shocking present for the patient. Patient had had a non-significant fall. They were going to consider reviewing lead placement via imaging and putting patient back to 2-3+ again. There were no interventions or outcome provided regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.